Event description:
It was reported that during an unspecified surgical procedure it was observed that the attachment device was "not working". There was no delay to the surgical procedure. There was no spare device available for use. There was patient involvement reported; patient information was not provided. There were no reports of patient or user injuries, adverse events or prolonged hospitalization. The event date was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment performed revealed that there was a loose component in the nose tube that prevented insertion of the cutter device. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.